Manufacturer narrative:
Concomitant product(s): a 419588 lead, implanted: (B)(6) 2011; a 694765 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pocket erosion occurred due to a hematoma following a generator change and subsequent removal of fibrosis from the pocket. The patient developed redness around the pocket and a small opening from which blood drained. The patient was noted to have an infection. The patient was admitted for explant of the device system. A new system was implanted after the pocket healed. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.